Manufacturer narrative:
(B)(6). The device was disposed in the hospital.

Event description:
The patient underwent stent - implant placement procedure to treat the right internal carotid artery - posterior communication junction aneurysm. It was reported that during procedure, the guidewire (subject device) perforated a blood vessel. Eight (8) hours post procedure, it was noted that the patient had parenchymal bleeding resulted in a new stroke with subsequent neurological event. No further details provided.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage, stroke and neurological deficit are known and anticipated complications to these types of procedures and are listed as such in the device directions for use and/or device labeling. Therefore, the root cause of this complaint will be classified as anticipated procedural complication.

Event description:
The patient underwent stent - implant placement procedure to treat the right internal carotid artery - posterior communication junction aneurysm. It was reported that during procedure, the guidewire (subject device) perforated a blood vessel. Eight (8) hours post procedure, it was noted that the patient had parenchymal bleeding resulted in a new stroke with subsequent neurological event. No further details provided.